Event description:
(B)(4) is the initial importer of the device which is a transport chair. There is no reported device malfunction. End-user was transferred from a bed to the transport chair by her son. Her right foot which is paralyzed became caught between the leg rest and the chair. Her caregiver did not notice and had difficulty removing her from the chair after use. Her foot became twisted. The next day they brought her to the hospital where she remained for two days due to a fracture of the tibia.